Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked to the left of the bumper pad from the threads traveling down to the case seal. Unrelated to the original complaint, there was visible corrosion inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak and a leak near the top right corner of the display lens. The pump was opened and there was no further evidence of moisture found. Additionally, when the pump was powered on, the display appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.